Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-40796. It was reported that episodes of oversensing were observed. It is unknown if the oversensing was due to the right ventricular (rv) lead or the device. Provocative testing was performed, but the oversensing was unable to be reproduced. The rv lead and the device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.